Event description:
A malfunction alarm identified as malf 12 was reported, which did not cause the customer's blood glucose level to exceed 500 mg/dl. There was no adverse impact to the customer¿s blood glucose level. The customer was advised by technical support to switch to multiple daily injections (mdi) as a backup insulin therapy and was informed that a replacement pump with up-to-date software would be provided.